Manufacturer narrative:
The reported event of "the physician claimed the lead had become damaged" was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found the inner coil was offset in the s-curve region consistent with procedural damage. The cause of the reported event is consistent with procedural damage.

Event description:
New information received noted that the physician did not use the lv lead due to lead damage. There were no patient consequences reported.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the left ventricular (lv) lead not used due to an unknown issue. The physician completed the procedure using a different lv lead. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.